Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred. This is being submitted as part of retrospective review to identify malfunctions with the potential to cause serious injury.

Manufacturer narrative:
The product used was either spinbrush proclean powered toothbrush soft (B)(4), spinbrush proclean powered toothbrush medium (B)(4), spinbrush pro whitening powered toothbrush soft (B)(4) or spinbrush pro whitening powered toothbrush medium (B)(4).